Event description:
It was reported the patient's ipg is nearing possible premature end of life. Surgery took place on (B)(6) 2022 where the ipg was replaced. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.